Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the stomach during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while removing the device from the patient, the distal tip of the balloon dislodged. Reportedly, no piece of the device fell inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.